Event description:
It was reported that during a da vinci-assisted incisional hernia intraperitoneal onlay mesh (ipom) procedure, the tip of the large suture cut needle driver instrument broke off. The fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the broken piece that fell in the patient was retrieved immediately. The broken piece was disposed of and will not be returned for evaluation. A backup needle driver was used to complete the procedure. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. Initially the instrument was working fine and was used for some minutes during the procedure. The instrument was inspected prior to the start of the procedure, and no damage or anything out of the ordinary were noted. The surgical task was being performed when the device fragment fell inside the patient was dissecting. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The removal was done smoothly. The fragment was retrieved immediately without any additional injury to patient. The patient did not return to the hospital experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.2814" x 0.077" was found to be broken off. The broken piece was not returned. The probable root cause of broken tip is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal. This is considered a reportable event due to the following conclusion: it was reported that the tip of the large suture cut needle driver instrument broke off, and a fragment fell inside the patient and was retrieved during the same procedure. Failure analysis (fa) confirmed the customer reported issue and found the returned instrument to have a broken grip at the grip base with a fragment missing. If additional information becomes available, a supplemental MDR will be submitted.